Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/23/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. It was reported that the patient experienced a skin reaction with infection, inflammation, pimples, pustules, and a rash under the entire patch area, which occurred on an unspecified day after the sensor had been inserted in the arm. The skin was prepped with soap and water prior to sensor insertion. Two days after the patient went swimming, redness and a foul odor were noticed coming from the patient¿s sensor area. The sensor was removed, and the patient had pustules and bleeding occur. The patient cleaned the area with an alcohol wipe. Later that day, the patient was taken to the emergency room for a consultation and was prescribed unspecified oral antibiotics and topical bactroban ointment for the affected area. The patient was fine at the time of the report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.